Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the image was freezing due to switch 1 being out of order. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colon videoscope image freezes, and the screen alternates between moving and freezing. The issue occurred during inspection for use and there were no reports of patient involvement.